Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg did not connect to external devices following multiple unrelated procedures in the past one year. Troubleshooting was unable to resolve the issue. Additionally, patient experienced discomfort at the ipg site following weight loss. As such, surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg to address the issue. Reportedly, therapy was confirmed post op.

Event description:
Additional information received indicates that the ipg was not set into surgery mode prior to the surgeries. The discomfort at the ipg site has resolved.